Event description:
The report indicated that the customer's bg levels remained consistently high (281 mg/dl - greater than 500 mg/dl) over the 12 hours the pod was worn. Multiple correction boluses had been administered, but were ineffective at lowering her bg's. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The investigation of the returned pod found discoloration inside the device, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.